Event description:
The pt's spouse reported that pt was sweating profusely and spouse checked their blood glucose on the device and obtained a result of 314 mg/dl. Pt became incoherent and then passed out. Spouse called 911 and pt was taken to the hosp. The hosp checked their glucose and the level was 31 mg/dl. Pt was given an IV and admitted overnight. Level 1 control was in range on the system. The device was replaced and requested to be returned for evaluation.